Event description:
Reporter stated that patient began exhibiting symptoms of hypoglycemia in physician's waiting room. Patient's wife tested his blood glucose, on the advantage system and obtained results of 389 mg/dl, 571 mg/dl, and "hi" (>600 mg/dl) within 12 minutes. Reporter indicated that, despite elevated readings obtained on the system, patient's wife knew he was hypoglycemic and treated him with sugar cubes. Less than 10 minutes after patient's blood glucose measured "hi" on the advantage system, a nurse retested patient's blood glucose, using her meter, and obtained a result of 30 mg/dl. No additional treatment for hypoglycemic symptoms was received. Reporter stated that patient felt better 15-20 minutes later. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.